Manufacturer narrative:
(B)(6) 2019 - device code amended and analysis attached. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the stent is crimped at its appropriate position but the hypotube has fractured proximal to the device tip. Microscopic analysis of the fracture sites showed the cross-section is no longer circular which indicates that the hypotube most likely fractured as a result of significant bending. Review of the production documentations for the product detailed above verified that the instrument was manufactured according to specification and fulfilled all the requirements of in-process and final inspection. During final inspection and inner packaging every device is being visually inspected for kinks. The device was in accordance with the specifications at the time of delivery. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the handling of the device.

Event description:
Ous MDR - an orsiro drug-eluting stent system was selected for use. The orsiro could not pass the calcified lesion and upon withdrawal the stent got stuck in the lesion and dislodged from the balloon. Therefore the whole stent system was retrieved by using a snare.